Event description:
During a remote follow up, noise resulting in oversensing, inappropriate automatic mode switch and oversensing of myopotentials were observed on the device. External noise was suspected but this was not confirmed. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.